Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on the information reviewed the reported tissue damage appears to be related to user technique/procedural circumstances. The reported additional/therapy non-surgical treatment was a result of case specific circumstances. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr. Then a second cds was advancing through the septum, when an additional flail was observed. The flail was located by the first clip indicating that the first clip must have somehow caused a flail. The procedure continued, and the second clip was successfully deployed. A third clip was deployed to treat the flail. Three clips were implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.